Event description:
Information received indicates the valve was explanted due to perforation of the right coronary and noncoronary cusps. No calcification or infection of the valve was noted during retrieval. No additional patient complication has been reported.

Manufacturer narrative:
Analysis: the gross analysis shows the reported perforations in the valve cusps was due to fabric abrasion caused by leaflet contact with the bias cloth that covers the outflow edge of the valve. Returned product inspection shows the valve leaflets are flexible and intact on the inflow; tears and abrasion are present in the lunulae of all device cusps. Remnants of pannus overgrowth formation were noted on the valve sewing ring. An exact cause for the pannus seen on the returned product is unknown, but it can be related to certain patient factors. Radiography results show a trace of mineralization detected in the left right commissure. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: product analysis confirms the reason for retrieval; an exact cause is unknown for the pannus seen on the product.